Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead had perforated the heart. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient presented to emergency room after experiencing syncope. Patient was discharged same day as nothing was observed. Next day, patient again presented to emergency room after experiencing multiple syncope. Lead perforation was noted on x-ray. Patient was admitted to hospital with a temporary pacemaker. Lead was repositioned successfully. During follow-up, patient complained of soreness at the pocket site. Physician suspects that the pain was due to re-intervention and it will improve with time. Physician elected not to take any action and patient will be monitored through follow-ups.